Event description:
The patient presented with a dislocated hip. The surgeon removed a 58/60 series11 liner and c-taper + 10 metal head and replaced with a series11 constrained liner and a c-taper head + 10.

Manufacturer narrative:
It was noted that the devices are not available for evaluation as they were retained by the patient. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The only medical record or clinical information provided was a single x-ray. This record was reviewed by a clinician. No meaningful review could be done as additional information such as clinical history, operative reports, and additional x-rays is needed for a meaningful review. The x-ray confirmed a dislocation. A review of the device history records could not be performed as no lot code was provided. A complaint history review could not be performed as the lot code was not provided. The exact cause of the event could not be determined because further information such as device lot code, post operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation.

Event description:
The patient presented with a dislocated hip. The surgeon removed a 58/60 series11 liner and c-taper + 10 metal head and replaced with a series11 constrained liner and a c-taper head + 10.